Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user's mother noticed a change in hearing with the device after trauma to the head. CT imaging will be performed and reimplantation surgery is being considered.

Event description:
It was reported on 24.may.2022 that approximately 2 months prior the user fell and then the mother noticed that the user was less responsive to sound. CT imaging will be performed and reimplantation surgery is being considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode, as it might be caused by an external mechanical impact appears likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode, as it might be caused by an external mechanical impact appears likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
It was reported on (B)(6) 2022 that approximately 2 months prior the user fell and then the mother noticed that the user was less responsive to sound. The user was re-implanted.